Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in the penis and lower abdomen, and the device stopped working. Upon revision, a proximal crossover was identified, and it was noted that the pump was no longer inflating the cylinders. As a result, the ipp was removed and replaced. No further patient complications were reported.